Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unknown vessel after an unspecified procedure. Reportedly, the device was difficult to remove, the access points were used unsuccessfully. The physician again pressed the deployment button releasing the vessel locator wings and removed the device. Hemostasis was partially achieved. It is unknown how complete hemostasis was achieved. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.